Event description:
The user underwent a 3.0t MRI for the pancreas. After the procedure the user was not able to hear with the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigation revealed a damage to the floating mass transducer likely caused by the 3t MRI examination. 3t MRI is contraindicated for this device type, and the device IFU (aw116629 masterfile) states that MRI examination with the bci 602 implant is only permissible at 1.5 t in closed-bore MRI scanners. Other damages found during device investigation are most likely related to the explantation surgery.

Event description:
The user underwent a 3.0t MRI for the pancreas. 3t MRI is contraindicated for this device type. Immediately after the procedure the user was not able to hear with the device. The user has been re-implanted.